Event description:
It was reported that the cot dropped with a pt on it. No adverse consequence is alleged.

Manufacturer narrative:
After investigation, the most probable cause to explain the alleged condition is that due to the misplacement of the safety hook in the ambulance, the tie rod tube contacted the hook repeatedly as the cot was loaded into the ambulance, eventually causing it to fatigue. This may have caused the pin of the locking mechanism not to line up with the hole, possibly causing the cot to drop.